Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the missing sensor cannula. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the sensor electrode was missing when it was removed from the insertion site. The customer was advised to discontinue use of pump and revert to back-up plan. The sensor is not expected to return for analysis.